Event description:
A surgeon reported that during a vitrectomy surgery, the infusion cannula failed to lock into the trocar. After everything had been set up and the cassette had been primed, the surgeon started the surgery by placing the trocar into the eye and then placed the infusion cannula into the trocar. As soon as the infusion pressure was turned on, the infusion cannula popped out of the trocar. A new pak was opened and this time the infusion cannula locked with the trocar and surgery could be completed. This is one of six vigilance reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: three opened 23 ga trocar handle assemblies in a tray along with a vent were received for the report of no locking of the infusion cannula with the trocar. The returned samples were visually inspected with the following results: samples #1 and #2 were determined to be nonconforming with damaged septums and sample #3 was determined to be nonconforming with a damaged septum (hole does not close). A dimensional inspection was performed and showed the trocar cannula ID results to be 1).0263", 2).0263" and 3).0262" as compared to the specification of 0.0261"-0.0265" and were determined to be conforming. The dimple to wall spec is .0300" ± .0003 and dimensional results were #1 and #3 passing with sample #2 lost during testing. The customer lot was identified as sterile. For this final lot, four 23 ga valve entry trocar component lots, manufactured in june and july-2014, were used to make up the final lot. A device history record review was conducted. No anomalies were found during the device history record reviews. The product was released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. Root cause: the visual inspection test results were determined to be nonconforming for the returned trocar samples. The dimensional tests results were determined to be conforming. The complaint described the insertion of a new infusion cannula which correctly locked with the returned trocar. The mating component (infusion cannula) returned with the trocar sample was confirmed to be a correct fit with the returned trocar. The visual nonconformity (damaged septum) observed with the trocar samples would not have contributed to the cause of the locking issue. The dimensional nonconformity (total radial runout) with the infusion cannula did not appear to be a contributing factor based on the acceptable fit with the returned trocar and will be investigated under an additional quality summary under this parent complaint.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).